Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: sa-85; lot number: unknown; use by date: unknown; upn#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchor system was used as an accessory device for an unknown endovascular treatment with a non-mdt stent graft system. The cook stent graft had been previously implanted approximately 8 years earlier and endoanchors were being implanted to fix migration and an unknown type endoleak. During the endoanchor procedure a distal cook zenith stent graft, a viabahn stent graft and another proximal stent graft were implanted and 5 endoanchors were implanted in the distal neck as part of the planned procedure. Two weeks after the endoanchor index procedure, it was reported the patient suffered from an infected groin. The event was treated with medication and another surgical procedure. The event resolved 3 weeks later. The event has been assessed as related to the index procedure. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.